Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned device, heartmate 3 left ventricular assist system (hm3 lvas), serial number mlp-026364 confirmed depositions consistent with a low flow condition. Additionally, examination of the explant photos that were submitted by the account confirmed a tissue-like thrombus that was seated in the lumen of the inflow cannula. Examination of the photos that were submitted by the account showed loosely coagulated blood within the inflow cannula, outflow cannula graft attachment, and outflow graft. These photos also showed a tissue-like thrombus seated in the inflow cannula. The exact origin of this thrombus could not be confirmed through examination of the submitted photos. There was no evidence of laminated layering on this thrombus, nor was there evidence that the thrombus was adhered to the interior of the inflow cannula, suggesting that it was ingested into the device. Mlp-026364 was returned assembled with the pump cable severed approximately 4¿ from the pump housing. The distal end of the pump cable and the modular cable were not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The apical cuff was not returned. The returned cuff lock was unremarkable. Examination of the pump¿s blood-contacting surfaces revealed depositions of grainy, denatured blood within the distal side of the inflow cannula, interior of the pump cover, and eye and vanes of the rotor. The denaturation of the observed depositions indicates that the pump was occluded during patient support; however, a duration of time for which the depositions were present in the device could not be determined. No additional thrombus formations were observed in the returned device. The observed depositions appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump. Although the exact origin of the tissue-like thrombus from the submitted photos could not be confirmed, it should be noted that this thrombus could have contributed to the flow issue that was confirmed through the evaluation of the log files and returned device, if it was present within the device during support. The denaturation of the depositions within the returned device appears consistent with the log file finding of an increase in lvad temperature. Upon removal of the observed depositions, visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Mlp-026364 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-026364 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during recovery in the intensive care unit (ICU) the patient had a low flow hazard alarm on the system monitor on (B)(6) 2021 at about 2:30 am. The flow dropped to 0 liters per minute (lpm) on the system monitor. Cardiopulmonary resuscitation and extracorporeal membrane oxygenation (ECMO) were performed to stabilize the patient. A computed tomography (CT) was performed. On (B)(6) 2021 revision surgery was performed to check for outflow graft obstruction. The left ventricular assist device (lvad) pump was exchanged due to sever obstruction of the inflow and outflow graft. The manufacturer report number for the other heartmate 3 lvas implant kit is (B)(4).